Manufacturer narrative:
Additional information was received that the decrease in oxygen level was not procedure related.

Event description:
A report was received that following a previous revision procedure, the patient was experiencing inadequate stimulation. Fluoroscopy revealed lead migration. The patient was to have an ipg replacement but underwent an explant procedure instead because his oxygen levels were too low. The physician believed that the decline in oxygen levels was not device related. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8216-70 serial #: (B)(4) description: artisan surgical lead, 70cm model#: sc-4316 lot #: 16552650 description: next generation anchor kit-sterile the explanted devices were not returned to bsn as it were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that following a previous revision procedure, the patient was experiencing inadequate stimulation. Fluoroscopy revealed lead migration. The patient was to have an ipg replacement but underwent an explant procedure instead because his oxygen levels were too low. The physician believed that the decline in oxygen levels was not device related. No device malfunction was suspected.